Manufacturer narrative:
This report was initially submitted under the manufacturing facility, zimmer inc. The correct manufacturer for this complaint is zimmer manufacturing. This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2005. The device was revised in 2008, due to loosening. The surgeon noticed that there was a film on the shell that looked suspicious.